Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the brake would not properly engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not repairable and was replaced.

Event description:
It was reported that the the brake would not properly engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.